Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd syringe luer-lok tip had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Three sealed packaged and one loose 10ml assembled syringe were received and confirmed to be from batch #8036798 (p/n 302995). The samples were visually evaluated. No visual defects observed. The silicone quantity inside the syringe is acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No root cause defined since product defects were not confirmed, also no corrective actions recommended since root cause was not defined. Unable to determine root cause since product defects were not confirmed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that bd syringe luer-lok tip had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.